Manufacturer narrative:
Result of investigation: the error description provided by the customer (flickering and faulty light) has been confirmed. The manufacturer's technical inspection also confirmed the error, but several errors were found. The most likely cause is therefore, adhesive wear at the tip of the c-mac blade caused by the reprocessing process. This causes liquid to penetrate the blade, affecting the electronics and causing the led to fail/glow weakly. In addition, the image sensor is affected by the liquid penetration, which can cause the image to fail. The instructions for use describe that a functional and visual inspection must be carried out before use, during which signs of wear and damage to the c-mac video laryngoscope would have been detected. The event is filed under internal karl storz complaint ID: (B)(4). This report is being submitted outside the required timeframe due to an oversight. The initial report was prepared for submission on january 21, 2025, but was accidentally overlooked. The issue has been addressed to ensure timely reporting going forward.

Event description:
It was reported that the device failed during use. No harm to patient, user or third reported.